Event description:
Customer contacted haemonetics (B)(6) 2011 reporting a fluid spill within their orthopat machine and that the unit does not turn on anymore. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2011 reporting a fluid spill within their orthopat machine and that the unit does not turn on anymore. No injury or reaction was reported. Eval of the returned device confirmed te fluid spill. Issue caused damage to various components as a result. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).